Event description:
It was reported that the scale was inaccurate when the fowler was in the flat position, due to a bent fowler tube. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.